Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer via a device manufacturer representative regarding a patient receiving gablofen (400 mcg/ml at an unknown dose) via an implantable infusion pump. It was reported that the patient was having withdrawal symptoms. It was noted that the patient had magnetic resonance imaging performed on unknown dates and that the patient had an ulcer. The patient was alive with no injury. It was reported that the issue was unresolved at the time of this report. No further complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a device manufacturer representative indicated the patients identifying information. It was reported that the patient was admitted to the hospital. No further complications have been reported as a result of this event.